Event description:
It was reported that an occlusion alert occurred on an ilet system using a teflon infusion set about 24 hours after a site change, with no visible kinks or leaks, and the user experienced hyperglycemia and chose to perform a full supply change after initial monitoring. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user, including lot collection and a follow-up confirming a downward blood glucose trend to 169. Investigation of this case revealed a mechanical problem was identified in relation to delivery through the infusion setup. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.